Event description:
Had undergone bilateral subcutaneous mastectomies several years ago. MRI evidence of ruptured silicone gel filled implant rt side. Removal of ruptured rt silicone gel filled implant 11/17/98 at this hosp.